Manufacturer narrative:
The failure for heat was not duplicated through functional evaluation. Disassembly and visual inspection by the repair technician confirmed the driveshaft assembly was corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.